Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer's insulin pump alarmed after changing the infusion set. Customer replaced the battery and the device kept going to rewind. Customer's blood glucose is 11.0 mmol/l. Insulin is squirting out during the manual prime process. Customer cannot exit the preparing to prime loop. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.